Manufacturer narrative:
Patient information not provided due to (B)(6). A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.the suspect cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the imaging system was unable to perform 3d image acquisitions due to a frame grabber low message. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Device evaluation: the mobile view station (mvs) interface cable was returned to the manufacturer for evaluation and the reported issue was confirmed. The cable was tested and gbit testing failed. An open was found between pin #4 and pin #5. Continuity and visual inspections passed. The cause of the issue was due to the open between the pins.